Manufacturer narrative:
It was reported that "brown flecks" were found within a bulb irrigation syringe component. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation. A white, dried flaky substance was observed in the bulb irrigation syringe which was likely dried saline and bacitracin which was reportedly added during use when the reported incident occurred. No brown "brown flecks" were noted in or on the component. The reported problem/issue was unable to be confirmed. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that "brown flecks" were found within a bulb irrigation syringe component.